Event description:
It was reported that during an implant procedure, the helix of the lead would not deploy. After several attempts the helix deployed and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).